Event description:
The customer contact reported the device alarmed with a s233 (overtemperature- psc) malfunction alarm code. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 malfunction alarm code with a s233 malfunction alarm code and was noted in the device history. During further testing it was noted the fan was not turning as expected while the battery was charging. The probable cause of the s233 malfunction alarm code was due to a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel